Event description:
A report was received that the patient was experiencing a bad headache after the trial procedure. The patient had a spinal fluid leakage. The implanted device was removed and IV fluid was administered. It was believed that the spinal fluid leakage was procedure related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.